Event description:
It was reported that there was varying impedance, fast non-sustained tachycardia episodes, and a lead integrity alert was triggered approximately one month after the implant of the device and right ventricular lead. The physician suspected a loose setscrew. The setscrew was ¿fixed¿ and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns. (B)(4).